Manufacturer narrative:
The used device has not been returned to conmed for evaluation and no photographic evidence was provided; therefore, a root cause cannot be conclusively determined. The service history of this device was reviewed and no data was found. This device is a vendor item. Upon receipt, 100% of the devices are received with a test data sheet provided by the manufacture. This document was reviewed, accepted and maintain in receiving inspection. A two-year review of complaint history revealed 41 other similar adverse events for this product family and failure mode. The instructions for use advises the user of the following. - device is not to be used on bone or similar hard tissue. - avoid lateral stresses to the instrument or device function may be compromised. - do not use if parts are broken, cracked or worn, or device function may be compromised. - prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. - avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the user facility that during a procedure, the smi-02ap jaw's broke. The procedure was completed with no reported surgical delays or patient injury. This report is being raised on the basis of a reported malfunction with potential for injury with recurrence.